Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code ¿ e0724 hyperventilation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated she didn't feel great, but she didn't think anything of it. On the morning on (B)(6) 2025, while working she felt okay but not great and around noon, she started feeling sick. At night, she felt nauseous and started vomiting. She then woke up early in the morning on (B)(6) 2025 and her husband checked on her. She was vomiting uncontrollably and hyperventilating. This reportedly happened intermittently. The cgm was showing high and the patient would take insulin based off the cgm value and then it would suddenly drop so she would hold off on taking more insulin. She mentioned she could not do much because she was out of it. Her husband took her to urgent care at 9:00 am. At urgent care, she was advised that she needed to be transferred to the hospital. Urgent care called for an ambulance and the patient was in the intensive care unit (ICU) at 10:00 am -10:30 am. The patient stated the cgm was 100 mg/dl with an arrow going down and the bg was over 700 mg/dl. The patient kept the sensor through the hospital stay. At the hospital, a finger stick reading was being done every hour until the 4th day wherein comparing them and the dexcom values started matching, close enough to the reading. The mentioned she was pretty out of it at that point. She had been vomiting for 16-24 hours straight, very nauseous, very sick, couldn't eat, couldn't speak and very thirsty, hyperventilating, unable to get up on her own. The patient was given IV, fluids for hydration, insulin drip, apap with caffeine, phosphorus, potassium and tylenol. The patient was discharged on (B)(6) 2025. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.